Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. Customer states that the blood glucose reading is 14.5 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted on force sensor resistor. No compromised force sensor system alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.